Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal. Customer was able to complete insulin pump rewind. Customer stated that insulin pump had not exposed to high magnetic field. Customer stated in the alarm history insulin pump had more than one motor error alarm within a 30 day period. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.